Manufacturer narrative:
(B)(4). Common device name: phx.. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor broke during impaction of the glenosphere. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10 visual examination of the provided pictures identified the poly tip of the impactor has fractured completely near the threads. Discoloration is seen, but it cannot be determined if that is due to wear/use of the device or if it biological debris. Part and lot information cannot be confirmed as it is not visible. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.